Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The embolization of the valve into the aorta was unable to be confirmed due to unavailability of procedural imagery/medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under sizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. In this case, valve alignment difficulty was experienced, which could store tension within the delivery system. If the tension was not released prior to valve deployment, it could lead to delivery system movement toward aorta, resulting in the valve embolizing into the aorta. Per the training manual, "release stored tension prior to thv deployment: release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position." As such, available information suggests that procedural factors (valve position and deployment technique) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202316758. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported from france by our edwards lifesciences affiliate, during a transcatheter aortic valve replacement procedure by transfemoral approach, there were difficulties aligning the 29mm sapien 3 valve on the commander delivery system. It was decided to implant the valve despite the difficulties with valve alignment. After inflation of the delivery system balloon, the valve embolized into the ascending aorta. The valve was repositioned in the abdominal aorta and deployed. A second valve was prepared and implanted in the aortic annulus. Patient is reported to be doing well post-procedure.